Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:7100983, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulator (scs) lead migration. Imaging confirmed that the leads migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.